Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep found that some methods used by the site were incorrect, and gave the site additional training regarding the usage of the collimator, honing in on the region of interest and/or manipulating the kvp manually in 2d. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system image quality was low. Additionally, the system's rotation and door opening was unresponsive upon first attempt. After attempting to open the door again, the system responded properly.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.